Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on for a user test. During device evaluation, a third-party service agent observed that the device would not complete a boot cycle and showed a white screen, which is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer. The removed user interface pcb was sent to physio-control. Physio evaluated the removed user interface pcb assembly, and reproduced the reported issue. Further root cause could however not be determined.